Event description:
It was reported the patient had been fainting for two years and needed an MRI. The patient thought they were mini strokes. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0azzc, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Additional assessment determined the event was not related to the device or therapy. (B)(4).